Event description:
The patient reported that in the past 10 days, patient had 3 v-go devices fall off. The patient stated that it has been an unusually hot summer and the v-go devices have been falling off while he is sweating. The patient had 2 v-go devices fall off his stomach and 1 v-go device fell off his arm. The patient mentioned that with his most recent v-go device applied on (B)(6) 2021 at 8pm, it fell off on 8/25 at 11am (15 hours). The patient confirmed that he is using an alcohol swab to clean the infusion site prior to applying the v-go.